Event description:
A malfunction was reported on the customer's pump. The customer's blood glucose level exceeded 500 mg/dl, resulting in a high reading. To address the issue, the customer administered a correction injection via multiple daily injections (mdi). Tandem technical support decided to replace the pump and instructed the customer on how to manage and return the faulty device. They provided guidance on using the new pump, including steps to take upon its arrival. The customer was advised to use mdi as a backup therapy to ensure continuous insulin delivery until the replacement was received.